Event description:
The customer reported being in a car accident and the insulin pump got wet. The caller stated that the buttons in the insulin pump were not functioning. The blood glucose reading at time of the accident was 55 to 60mg/dl and he was taken to the hospital, but not admitted. When he left the hospital he was about 400mg/dl and the buttons were stuck. No further information was provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion and no delivery alarm tests due to no button response. A cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.